Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not showing correct EKG readings for one bedside monitor. The customer also reported that this same bedside is giving a constant asystole alarm which they are unable to stop. The patient has a waveform of x2 and less than 1mv of signal showing. The customer stated that it appears that the issue is patient related due to the weak signal and large patient size. Patient rhythm also has a lot of artifact. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: patient information: attempt #1: 01/04/2021 called the customer at (B)(6) for patient information: no reply was received. Attempt #2: 01/11/2021 called the customer at (B)(6) for patient information: no reply was received. Attempt #3 01/18/2021 called the customer at (B)(6) for patient information: no reply was received. Relevant tests/laboratory data: attempt #1: 01/04/2021 called the customer at (B)(6) for relevant test/labs: no reply was received. Attempt #2: 01/11/2021 called the customer at (B)(6) for relevant test/labs: no reply was received. Attempt #3 01/18/2021 called the customer at (B)(6) for relevant test/labs: no reply was received. Other relevant history: attempt #1: 01/04/2021 called the customer at (B)(6) for other relevant history: no reply was received. Attempt #2: 01/11/2021 called the customer at (B)(6) for other relevant history: no reply was received. Attempt #3 01/18/2021 called the customer at (B)(6) for other relevant history: no reply was received. Device available for evaluation: attempt #1: 01/04/2021 called the customer at (B)(6) for involved concomitant products: no reply was received. Attempt #2: 01/11/2021 called the customer at (B)(6) for involved concomitant products: no reply was received. Attempt #3 01/18/2021 called the customer at (B)(6) for involved concomitant products: no reply was received. Initial reporter: attempt #1: 01/04/2021 called the customer at (B)(6) for their email information: no reply was received. Attempt #2: 01/11/2021 called the customer at (B)(6) for their email information: no reply was received. Attempt #3 01/18/2021 called the customer at (B)(6) for their email information: no reply was received.

Event description:
The customer reported that their central nurse's station (cns) is not showing correct EKG readings for one bedside monitor.

Event description:
The customer reported that the central nurse's station (cns) was not displaying the correct EKG readings for one bedside monitor (bsm).

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not displaying the correct EKG readings for one bedside monitor (bsm) and was giving a constant asystole alarm which, they were unable to stop. No patient harm or injury was reported. Investigation summary: there is no malfunction of the device when user reports alarm fatigue. It is related to user needing assistance with alarm settings, alarm adjustment, and/or turning off alarm. The procedures for these actions are outline in the operator's manual. After nihon kohden application specialist spoke with the customer, it was explained that: "the patient is alarming multiple different alarms and has a waveform of x2 and less than 1mv of signal showing. It appears that the issue is patient related due to weak signal and large patient size. Patient rhythm has lots of artifact. They had tried different lead placement and leads including lead placement on the patients back. They reviewed looking under 12 lead ECG and picking the wave with the highest amplitude qrs. They were also going to have their biomed come verify proper functioning of the monitor." There is no indication that the device had malfunctioned. Service history for this serial number shows two subsequent incidents within the same period under tickets (B)(4) ((B)(6) 2020) and (B)(4) ((B)(6) 2021). No additional incidents were found. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.